Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, the closing pad arm detached from the instrument during use. There was no patient consequence. Case completed with another device of the same product code.